Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The causes of death was sudden death, coronary artery disease, ischemic cardiomyopathy, and severe aortic stenosis. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.